Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable and the ECG a and b cable were pulled from the strain relief. The root cause of the damaged cables on the electrode belt could not be positively identified but was likely excessive force applied when removing the device from the patient. There is no evidence to suggest the device caused or contributed to the patient's passing. The patient's daughter reported that the death was not cardiac related. A review of the patient's flags suggests that the device was fully functional during use.

Event description:
During servicing of electrode belt sn (B)(4), which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming functionality testing. Investigation into the patient's death revealed a (B)(6) year old female patient passed away on (B)(6) 2014. The patient's daughter reported that the cause of death was not cardiac related. A review of the patient's downloaded data revealed that the patient was in asystole, a non-treatable rhythm, prior to the lifevest being removed. The device was shutdown at 23:10:46 on (B)(6) 2014. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the patient's passing. Review of the patient's flags suggests that the device was fully functional during use. No deficiencies were alleged.